Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that hey experienced a low blood glucose. Customer¿s blood glucose value was 2.2 mmol/l. Customer was stated that the insulin pump was suspended and she ate to treat for her low blood glucose. Customer stated that the insulin pump was not in auto mode. Customer did not feel ok to do troubleshoot. The device will not return f or the analysis.